Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that upon kit inspection of an instrument tray returned from the field, the ratcheting handle was not functioning. This was discovered outside of surgery and there was no patient involvement.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned device was evaluated. The ratcheting mechanism was found to be entirely non-functional. Inspection of the ratchet mechanism found rust, indicating that the handle was not cleaned and dried correctly. The labeling lists the dry cycle time as 30 minutes. Based on previous failures such as this, it is likely that improper cleaning and drying of the handle at some point in the devices life resulted in the observed rusting. However, since the actual washing and drying parameters used are not available, the cause cannot be conclusively established. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that upon kit inspection of an instrument tray returned from the field, the ratcheting handle was not functioning. This was discovered outside of surgery and there was no patient involvement.